Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 120 mg/dl. The customer's mother stated that her son's pump is not working well and the screen is blank. The customer stated that he can make the screen come up if he presses the button just right. The customer stated that the pump does show the time and icons at top. The customer also stated that he was wearing the pump while playing in the rain. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.